Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. According to the patient, on (B)(6)2026, the patient¿s wife found him passed out on the floor. The patient¿s cgm was reading 330 mg/dl while the bg meter reading was 420 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s wife called emergency medical service (ems) and when they arrived, the patient¿s cgm was reading 230 mg/dl while the bg meter was reading 490 mg/dl. The patient was transported to the emergency room (ER) and the patient was reported to be ¿in an almost comatose state¿. Prior to this, the patient recalled having increased urination, dizziness, feeling tired, and feeling aggravated. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka), admitted to the intensive care unit (ICU), and treated with intravenous (IV) insulin. He also reported being treated with other unspecified medications that he could not recall. The patient was discharged on (B)(6)2026 and inserted a new sensor at that time. The patient was also prescribed lantus injections to take. The patient was ¿frustrated¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.